Manufacturer narrative:
(B)(4) side car - rx push back. A physical examination of the returned device was performed and found the basket to be fully retracted and the tip was intact. The side car-rx presented pushback out of specification. A functional evaluation was performed by easily extending and retracting the basket. The basket width was within specification a second functional evaluation was performed by inserting the device through an endoscope and extending the basket. The evaluation concluded that the condition of the returned unit was not consistent with the complaint incident that the basket won't open, the reported event of "basket would not fully open" was not confirmed. The side car-rx pushback is likely due to procedural factors and the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the basket would not fully open. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." This event has been deemed reportable based on the investigation results; side car-rx (guidewire port) pushback.